Manufacturer narrative:
There are no reports of any suspicion of infection, but the heightened risk of developing infection at the broken skin was a concern. There are no known issues of external trauma or other events leading up to the lead eroding through the skin. The information available is not sufficient to draw any conclusions as to a specific cause of skin erosion.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat foot pain. In approximately (B)(6) 2025 the implanted leads were noted to have become exposed through the skin, causing pain and introducing increased risk of infection. On (B)(6) 2025 a full system explant was performed.